Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3591 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported the femoral vein tunnel PICC catheterization was performed on the patient under local infiltration anesthesia at 14:00 on (B)(6) 2021, which went smoothly during the operation and was normally used after the operation. During maintenance in the PICC clinic at 14:30 on (B)(6) 2021, the patient was found to have pain in the right groin for more than 7 days. Catheter fracture was found when the catheter was rushed, and catheter pruning was given.